Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. Only a segment of the lead was returned for analysis. The lead segment was subjected to and passed resistance and hipot testing. Analysis determine the cause of the failure was induced damage.